Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button needed to be pressed a certain way in order to elicit a response. The reporter confirmed that there was no known damage to the keypad. The patient reportedly wore the pump in a fanny pack and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.